Manufacturer narrative:
G4: 08feb2020. B4: 13feb2020. A power management board was returned for analysis. An investigation was performed and the customer complaint verified. System would not run reliably on battery only. Root cause determined to be failure of solder joint for battery input, j1-1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (b)(6 2019. Date of report: 11sep2019. The device was evaluated by the field service engineer and it was confirmed that the power switch led had illumination failure, the top cover was cracked, and the unit did not operate with only a battery. The field service engineer replaced the power switch overlay, the top cover, and the power management (pm) printed circuit board assembly (pcba) to address the issues. The issues were resolved, the device was tested, and the device now functions as intended.

Event description:
The customer reported that the power led of the power switch had illumination failure. There was no patient or user harm reported.